Manufacturer narrative:
Log file analysis finds; the log files did not contain any information pertaining to the root cause of the alleged malfunction. Software works as designed based on the additional information regarding a medtronic rep performing a simulated use test on a spine model.

Manufacturer narrative:
The surgeon declined to provide patient identifier and weight. Surgeon reports spinal injury minor. A medtronic representative performed a full system checkout and was unable to replicate any inaccuracy. Performed a registration and navigated on a spine model with good accuracy throughout the model's anatomy. The system logs are being sent to the manufacturer for evaluation of malfunction; software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported that the surgeon was 2-3mm inaccurate during a lumbar fusion while navigating on the upper lumbar spine. An o-arm spin was acquired with the spine frame attached to l5. The surgeon was accurate on the lower lumbar spine for the first part of the procedure. No decompression work was completed while the surgeon was attempting to navigate. The inaccuracy was with passive planar and navlock instruments in the upper lumbar spine. The site did not believe the spine frame moved during the procedure. The surgeon discontinued navigation for the upper lumbar work and completed the procedure successfully.